Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow biological tissue, two curved openings. A leak test was performed which found two openings. A microscopic analysis of the returned device identified: two curved striated openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: two curved striated openings assessed as surgical damage.

Event description:
Health professional reported a right side deflation of a tissue expander. The device was removed and replaced with another tissue expander.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported a right side deflation of a tissue expander. The device was removed and replaced with another tissue expander.